Event description:
Boston scientific crm received information that this this right atrial (ra) lead exhibited decreased sensing measurements and increased threshold measurements one week post implant. It was reported that the lead had dislodged and a ra lead revision was performed. This lead was successfully repositioned and other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
This lead remains in service. No additional information is available at this time. If additional information becomes available, this report will be updated.